Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn lag screw trauma impl win gen on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to screw migration and cut out.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported in a journal article that a (B)(6) years old male patient experienced screw cutout and fracture collapse 6 months after implantation. No further information due to patient minimal function. No medical data such as x-rays, surgical notes or any other case-relevant documents received no product was returned to zimmer biomet for in-depth analysis root cause analysis: root cause determination using the rmw: lag screw migration due to incorrect lag screw design results in cut out. => not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Failure of surgery due to use of the device not compliant with defined indications. => possible. The fracture classification described in the method section of the journal article: ¿a proximal femoral fracture (a3, b1, or b2 according to the ota/ao fracture classification)¿ and ¿basicervical peritrochanteric fracture of the proximal part of the femur¿ does not allow to certainly determine if the znn nail was implanted according or against the indications described in the surgical technique. Failure of surgery due to wrong selection of components or use in combination with device outside the znn cmn system => possible, as no product identification numbers were provided, it cannot be excluded, that the zimmer biomet components were combined with competitors products. Lag screw migration due to users determine wrong lag screw length. => possible. As no x-rays or item reference numbers were provided. It can not be excluded, that the user chose the wrong lag screw length. Lag screw migration due to users apply set screw not correctly (lag screw groove not engaged). => possible. It cannot be excluded, that the surgeon applied the set screw incorrectly. Conclusion summary: the only information we have is what is given in the journal article: a (B)(6) years old male patient experienced screw cutout and fracture collapse 6 months after implantation. No further intervention due to minimal function. Patient had cutout of the screw with collapse identified on the 6-month follow-up radiograph. The screw was noted to have migrated at 4 months postoperatively, and it had cut out fully at 6 months. The patient was offered revision surgery (hemiarthroplasty); however, he and his family did not want further intervention because of his limited ambulatory status and extremely high surgical risk due to severe cardiac disease. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).